Event description:
Hamilton medical ag received the following event description: it was reported that during the ventilation of a patient, the device showed a number of alarm messages including ¿safety ventilation, cancelled ventilation¿ and, then ventilator switched off. The ventilator was swapped out with another ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome. It was reported that during the ventilation of a patient, the device showed a number of alarm messages including ¿safety ventilation, cancelled ventilation¿ and, then ventilator switched off. The ventilator was swapped out with another ventilator. No harm to the patient was reported. The reported event date is 28.03.2026. On the reported event date, the ventilation software was switched on, there was a patient connected to the device for approximately 23 hours and 50 minutes. The device alarmed with "disconnection on patient side", "vt low", "te 231032", "te 246005", "low pressure" and several other alarms. However, on the reported event date, there is no record in the log files indicating that ventilation stopped. Technical event: 231032 - expiration valve disconnected. Technical event: 246005 - alarm monitor defective. The device registered ambient state (tf 446029) on 26.03.2026, not on the reported event date of 28.03.2026. Following the event, the service technician confirmed that the issue could not be reproduced and that no parts were replaced. The device successfully passed all service software checks and was returned to clinical use. Hamilton medical ag considers this case closed.